Manufacturer narrative:
Malinova v, jaskolski dj, wojcik r, mielke d, rohde v. Frameless x-ray-based lead re-implantation after partial hardware removal of deep brain stimulation system with preservation of intracerebral trajectories. Acta neurochirurgica. 2021. 10.1007/s00701-021-04807-1. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku; product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: deep brain stimulation (dbs) is an established treatment for patients with medical refractory movement disorders with continuously increasing use also in other neurological and psychiatric diseases. Early and late complications can lead to revision surgeries with partial or complete dbs-system removal. In this study, the authors aimed to report on their experience with a frameless x-ray-based lead re-implantation technique after partial hardware removal or dysfunction of dbs-system, allowing the preservation of intracerebral trajectories. The authors describe a surgical procedure with complete implant removal due to infection except for the intracranial part of the electrode and with non-stereotactic electrode re-implantation. A retrospective analysis of a patient series treated using this technique was performed and the surgical outcome was evaluated including radiological and clinical parameters. A total of 8 dbs-patients with lead re-implantation using the frameless x-ray-based method were enrolled in the study. A revision of 14 leads was performed, whereof a successful lead re-implantation could be achieved without any problems in 10 leads (71%). In two patients (one patient with dystonia and one patient with tremor), the procedure was not successful, so the authors placed both leads frame-based stereotactically. The described x-ray-based technique allows a reliable frameless electrode re-implantation after infection and electrode dysfunction and might represent an efficient alternative to frame-based procedures for lead revision making the preservation of intracerebral trajectories possible. Reported events: a (B)(6) female patient implanted for dystonia experienced infection of the extension site resulting in explant of the entire system. The ins and extensions were removed and leads were cut in one procedure. The leads were replaced later following minimum 6-week antibiotic therapy and uneventful wound healing. A (B)(6) female patient implanted for dystonia underwent lead re-implant due to failure to place the lead along the same trajectory using frameless x-ray-based lead implant approach. A new lead was placed using frame-based stereotaxy. No specific device information could be identified in the article.